Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.